Manufacturer narrative:
(B)(4). The vh-3000 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and char buildup were observed on the jaws. The heater wire was slightly flexed away at the upper portion of the hot jaw. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It did not produce heavy visible smoke or heat during ten (10) 3-second activations and shuts off when the toggle was released. The device performed within required specifications. The device produced steam, which could be considered as normal, during activation. An activation and transection capability test was performed five (5) repetitions using "max life test method". The device activated and transected tissue nine (9) times with no cautery failure observed. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the return condition of the device and the evaluation results, the reported failure modes " environmental particulates" and "failure to cut" were unable to be confirmed but confirmed analyzed failure mode "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro became smokey and hard to see. Harvester complained it was not cutting or sealing well. Harvester inspected the jaws and said inner jaws looked super hot but not showing/exposed and she kept cleaning them and it didn't help. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro became smokey and hard to see. Harvester complained it was not cutting or sealing well. Harvester inspected the jaws and said inner jaws looked super hot but not showing/exposed and she kept cleaning them and it didn't help. A replacement device was used to complete the procedure. The hospital did not report any patient effects.